Event description:
Boston scientific crm received information that this patient's monitoring system generated a red alert (low shock impedance) in (B)(6) 2010. The local representative was contacted and informed of the red alert. The red alert was received by the clinic rn and was dismissed from the physician web site (patient's for review page). Subsequently, boston scientific received information that this clinic rn contacted technical services to report that the last daily measurement is dated (B)(6) 2010 and reports a normal shock impedance measurement. Technical services discussed the device's internal 24 hour clock timing of daily measurements. Technical services suggested that the patient should perform a patient initiated interrogation (pii) which should report the daily measurement for (B)(6) 2010. Subsequently, boston scientific crm received information from the local representative that the physician stated that "all is well" and are aware of the occasional low impedance measurement. The available information suggests that the system remains in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Event description:
Subsequently, boston scientific received information that this device was electively explanted and replaced in (B)(6) 2013 due to elective replacement indicators. To date, the device has not been received at boston scientific's return product department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.